Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated "once the needle retracts into the winged set, blood comes back up to the top of the retracted needle. In some cases, there are spraying of blood to surrounding environment; gloves, lab coats and tabletop."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated "once the needle retracts into the winged set, blood comes back up to the top of the retracted needle. In some cases, there are spraying of blood to surrounding environment; gloves, lab coats and tabletop."